Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A device was received at hq with a leaking battery and a broken housing. According to the rrf the device was sent in due to mechanical issues. No injury has been reported to date.

Manufacturer narrative:
Conclusion: a rondo 2 audio processor was sent to service _ repair due to mechanical issues. During the repair process a heavily damaged battery housing was detected and the welding seam is broken. It can be assumed that the damage to the rechargeable battery inside and the welding seam is caused by excessive mechanical stress. So far, no contact to leaking electrolyte and no patient injury from contact with leaking electrolyte was reported. This is a final report.

Event description:
A device was received at hq with a leaking battery and a broken housing. According to the rrf the device was sent in due to mechanical issues. No injury has been reported to date. No leakage issue was noticed when the device was initially sent in, as it was mainly sent in for the broken housing. The family reported that the device had been dropped occasionally due to anger issues.